Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via common femoral artery, the inner part of the catheter was left behind in the body. It was further reported that the rest of the catheter was not removed from the patient. The user snared the metal piece out and put a stent to cover the rest of what could not be removed. Reportedly, additional stent was placed and procedure was completed. The patient is stable now.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken in the mid section and at the distal end, and one long segment was separately returned. The distal end of the inner catheter cardan tube including tip and both 1/4 rings was missing as it reportedly was trapped to the vessel with additional stent. Provided x-ray images further confirm loose catheter part inside the vessel. The investigation leads to confirmed result for two breaks of the inner catheter cardan tube and detachment of the distal end including tip and both 1/4 rings inside patient. A 6f introducer was used, the iliac bifurcation was a little tight and the vessel was calcified; the lesion was pre dilated, and no difficulty occurred during deployment. The guidewire was running smoothly, the system was correctly held at the introducer sheath during deployment, and a force increase was not felt upon removal potentially indicating entrapment. Based on the information available, the investigation is closed with confirmed results for inner catheter cardan tube break and detachment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The instructions for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: g3, h6 (method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the common femoral artery, the inner part of the catheter was left behind in the body. It was further reported that the the rest of the catheter was not removed from the patient. The user snared the metal piece out and put a stent to cover the rest of what could not be removed. Reportedly, additional stent was placed and procedure was completed. The patient is stable now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.